Manufacturer narrative:
This report is being submitted for additional information received regarding event and reporter. Please see updates to: b5, e2, e3. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported the e315 error. The issue occurred during preparation for use for a procedure. After installing the scope, an alarm appeared when the device was turned on and e315 error was displayed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. During inspection at repair center, the reported issue ¿e315 error¿ was not reproduced. Additionally, it was noted that the light guide bundle was found slightly damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited e315 error. There was no procedure or patient involvement.